Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jan-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the half-height drawer 2 had failed to stay close. A field service engineer (fse) found that open close sensor was not secured properly. The fse installed sensor correctly to resolve the issue. Further, the drawer worked properly and after customer inventoried medications in drawer and verified all was good. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, the drawer failed to stay close. The customer rebooted the device, but the issue persisted. The customer reported that there was a delay in patient care. There were no adverse events or injuries reported based on this event.